Manufacturer narrative:
Two samples were returned to sanxin, lot number g1170310. A brown color foreign matter(fm) was observed in the middle of the tubing. The foreign matter is determined to be on the outer surface of the tubing. It will not have direct contact with infusion fluid as the foreign matter is not inside the tubing. Device history record review: sanxin rechecked same lot in process manufacturing record, lot size 40050pcs, as per semi-finished product inspection appearance criteria, sampling s-4, aql 0.15, sampling size 80 (0 1). No foreign matter was found. Sanxin recheck same lot finished goods manufacturing records, lot size 40050pcs, sampling plan g-iii, aql 0.015, sampling size 800 (01). No fm was found retention samples verification: sanxin inspected 5 pcs retention samples from the affected lot, no fm was found. Set new regulation that during extrusion machine cleaning and maintenance, mechanics have to ensure complete cleaning off of residual raw material is done. Sanxin implement periodic cleaning of mold weekly to ensure mold tip surface is cleared of any burnt raw material. Based on investigation, the brown color fm was determined to be burnt raw material of tubing. When tubing extrusion process change shift, there is a need to clear all residual raw material away from the extrusion machine. When the residual material is not cleared completely, it will be attached to the mold surface, when the mold is heated up for next shift operation, the raw material is burned and may become stuck to the newly extruded tubing.

Manufacturer narrative:
The manufacturing location for this product is greater asia fg. This site is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the line of a bd¿ IV administration set a120f(bp) prior to use. There was no report of injury or medical intervention.